Event description:
A report was received that the patient had a slight burn on his skin where the lead was placed. The patient stated that when he turns the scs on, it is hurting him. The physician recommended revising the system.

Event description:
A report was received that the patient had a slight burn on his skin where the lead was placed. The patient stated that when he turns the scs on, it is hurting him. The physician recommended revising the system.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient had a slight burn on his skin where the lead was placed. The patient stated that when he turns the scs on, it is hurting him. The physician recommended revising the system.

Manufacturer narrative:
Additional information was received that the physician did not believe that the patient's burn was device related. X-ray result looked normal. No further course of action at this time.